Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported a patient with a bent pin within power port one (1) of the controller. The damage was noticed as the nurse was changing the ac adapter to the battery support. The facility noted no alarms were observed within the exchange. The controller was exchanged and returned to manufacture for visual and functional examination. There was no reported patient injury related to this event. The controller ((B)(4)) once examined it was discovered that the pins in port one (1) connector were bent and damaged; thus confirming the reported event. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on a power source connector, most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had bent pins within power port one (1) and the site staff was unable to connect a battery. No controller alarms were observed with the damage. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.